Event description:
Dexcom's field rep contacted dexom technical support on (B)(6) 2012 to report that pt has been experiencing a severe reaction to sensor's adhesive and the pt's skin if forming welts and tearing off. Dexcom technical support has been trying to contact pt to obtain more info about the issue, but has not been successful.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.